Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer questioned ise results for 1 patient sample tested on a cobas 8000 ise module. Based on the data provided, the sodium (na) results were discrepant and the incorrect result had been reported outside of the laboratory. The initial na result was 151 mmol/l with a data flag. On (B)(6) 2018 the sample was repeated and the result was 141 mmol/l. The repeat result was believed to be correct. A 2nd sample was obtained and the na result was 139 mmol/l. There was no allegation that an adverse event occurred. The na electrode lot number and expiration date were not provided. The field service engineer (fse) visited the customer site and found a valve that was sticking. The fse flushed all valves and tubes. Valve o-rings were also replaced. Mechanism checks were performed and the customer ran qc on the instrument. The investigation was unable to find a definitive root cause.